Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for albp albumin bcp (albp) on a cobas 8000 c 702 module. Patient 1 initial albp result was 68 g/l. The repeat result was 43 g/l. Patient 2 initial albp result was 58 g/l. The repeat result was 40 g/l. Patient 3 initial albp result was 81 g/l. The repeat result was 43 g/l. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The c702 module serial number was (B)(4). The field service engineer (fse) visited the customer site and adjusted the sample probe and rinse unit. One of the sample probes was replaced by the customer. The customer has not provided any additional information for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.